Manufacturer narrative:
B3: unknown; no information has been provided to date. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the infusion was completed earlier than expected. The infusion bag was completely empty, which triggered the air in-line alerts, even though there was supposed to be remaining volume in the reservoir. There was unknown patient involvement.